Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and was observed after autoclave cycle: bubbles in gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "radial fold" and capsular contracture, baker grade unknown. Device has been explanted.